Event description:
User experienced leak from under the analyzer. User sates no one has slipped or fallen and no pt results have been affected. The field service representative determined the ise rinse bath drain to waste was clogged and unclogged it.